Manufacturer narrative:
The reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomalies. Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacture reference number: 2017865-2023-37143 related manufacture reference number: 2017865-2023-37145 it was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the helix of the leadless pacemaker was stretched. After the leadless pacemaker and delivery catheter were retracted from the patient body, it noted that the helix stretched because the delivery catheter was bent when the protective sleeve was put on. The initial leadless pacemaker was not used and a second leadless pacemaker was attempted to be installed with the same delivery catheter. It was then noted that the second leadless pacemaker failed to separate from the delivery catheter. Post retrieval, it was noted that the tip of the catheter was fragmented. The procedure was completed with a third leadless pacemaker on (B)(6) 2023. There were no patient consequences.